Event description:
Initial sodium result 119 mmoi/l. Same sample repeated gave result of 126 mmoi/l. Initial result was not reported. The field service rep was unable to determine cause. The user reports no further occurrences.